Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
The customer reported that the cortex screw backed out of the symphysis 6 hole plate.